Manufacturer narrative:
(B)(4). The sheath was discarded at the facility and was not available for analysis. Additional information was requested but was not available. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access or vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair for a thoracic aortic aneurysm using gore® tag® thoracic endoprostheses and a gore® dryseal flex introducer sheath. The devices were successfully implanted. When the sheath was removed, it was observed the left external iliac artery was dissected. A bare metal stent was placed to resolve the dissection. The patient tolerated the procedure. It was reported that the diameter of the left external iliac artery was smaller than the diameter of the sheath. Reportedly, the physician expected this dissection before the procedure.